Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The kpc failed for all parameters. A known good carriage assembly was connected to this drill and the kpc was passed. The suspected carriage assembly was connected to the known good drill and the kpc test failed. The issue was confirmed with the carriage assembly. The carriage assembly was disassembled and it was found that the spring is not pressing properly against the ball bearing. The spring is faulty and needs to be replaced. The carriage assembly did not have any visible debris. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a faulty wave spring in the carriage assembly. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3: medical device problem code.

Event description:
It was reported that, during machine setup for a tka cori assisted case, the error "maximum retraction time failure" appeared on the cori screen. The case was completed manually using s+n instruments. The procedure was performed, without any delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.